Event description:
It was reported that the patient was hospitalized for a non device related issue. When the patient was in recovery, the physician observed pauses on the patients electrocardiogram. The patients device was reprogrammed. The patient continued to have oversensing pauses. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.